Event description:
During routine maintenance for the syringe plunger tips and o-ring on the cobas amplicor analyzer, the 1.0 ml syringe nut broke away from the glass syringe causing the syringe to break. The syringe break occurred at the joint of the knurled nut and the glass barrel. No one was injured by the breakage.